Event description:
The customer's pump was initially filed with 150 units of insulin, but after a few hours, the fill estimate displayed only 65 units. There was no impact to the customer's blood glucose level. It is reported a large amount of air may have been introduced into the cartridge.

Manufacturer narrative:
The t:slim pump user guide warns that failing to remove air from filling syringe and tubing may result in inaccurate delivery of insulin. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.